Event description:
Opened a sterile venous pack for a procedure and noted a couple of black specks in the sterile bowl. When adding saline to bowl, the black specks floated. Discarded tray and retrieved new one for procedure.